Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient visited the emergency room (ER) due to high blood glucose (bg) levels while wearing the pod on the leg between 4 and 24 hours. At the hospital, the patient was given manual insulin injection using a pen to stabilize the hyperglycemia. The patient's glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and it was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.